Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the blade was installed in the medtronic nasopharyngeal cutting handle, it could be used normally. When the operation was performed to open the ethmoid sinus, it was found that the inner blade no longer rotated after the blade opened, and it was impossible to cut. The handle was stopped for inspection and it was found that the inner blade was broken. The procedure was completed with backup product. There was 10 minutes surgical delay. There was no any broken pieces of the reported product remain inside the patient's body. There was no fragments detached from the device. There was no patient injury.